Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 ¿ december 31, 2025. This report summarizes 1 event for the failure: flaked. - 1 event had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 1 event was reported for this quarter. Product return status 1 device was evaluated in the field. Evaluation findings (results/components) 1 device: material and/or chemical problem identified / coating material product disposition 1 device: product disposition is not yet determined additional information 1 device was not labeled for single-use. 1 device was not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2026-99189. On 3/11/2026 stryker instruments discontinued the practice of filing mdrs for complaints related to material or pain chipping/flaking from attachment color band for devices registered under hbe product code in according to FDA's "final guidance on medical device reporting for manufacturers" section 2.15. This malfunction has not caused or contributed to any serious injuries or deaths in at least two years. No new mdrs will be filed for this malfunction.

Event description:
No change.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2026-99189. Supplemental rationale. 1 previously reported event was included in this follow-up record. Product return status: 1 device was evaluated in the field. Evaluation findings (results/components): 1 device: material and/or chemical problem identified / coating material. Product disposition: 1 device: scrapped by stryker.

Event description:
No change.